Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual examination of the product found inclusions in the barb around the liner. Faint scratching observed in 1 location of the outer radius. An indentation is present on the sidewall of the elevated portion of the liner. Additional information does not change the outcomes of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a right total hip arthroplasty, a liner would not seat in a fully implanted g7 cup. Soft tissue was cleared away and a new liner was impacted successfully. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.